Event description:
It was reported that after being on the same arrow acat intra-aortic balloon pump for approx 7 days, the pump stopped pumping and the "led's" began flashing. The system reset. Eventhough the clincians were able to restart the pump after this occurrence, the pump was exchanged. There were no further reported difficuties or pt complications.